Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that when administering IV push pantoprazole,10cc syringe luer lock connected to y luer port on alaris tubing (infusing fluids) white portion of luer lock, the y port broke away from tubing, becoming lodged in syringe and exposing blue portion (inside part) of the y connection and fluid began to leak from this broken port and blood back flow from patient central access was noted in the IV tubing.